Event description:
It was reported that after successful advancement of a hi-torque balance middleweight (bmw) universal ii guide wire into a non-abbott 6f guiding catheter and completion of a coronary interventional procedure in a non-calcified lesion in a distal left main branch vessel that was not very tortuous, via femoral access, the bmw universal ii guide wire was unable to be removed from the y-connector of the non-abbott guiding catheter for unknown reasons. Both the bmw and guiding catheter were removed as a single unit with some force required to remove them. No damage to the bmw guide wire had been noted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance the guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the hi-torque balance middleweight (bmw) universal ii guide wire with the tip coils stretched out and the shaping ribbon/core was separated from the tip ball. Additional information received indicated that while stretched tip coils and a core separation were not noted by the physician and the applied force reportedly did not cause this damage, the stretched tip coils and a core separation likely occurred during withdrawal of the guide wire. No additional information was provided.